Manufacturer narrative:
The device was not returned for evaluation. No additional information is available at this time therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure on the hip. Allegedly, the patient suffered a pulmonary embolism during the procedure.